Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Noise reversion episodes and high ventricular rate episodes due to noise were noted on the right ventricular lead. It was difficult to induce noise via arm movements/isometrics. Only a moment of sensed noise was induced. Patient is pacer dependent. Programming changes were made in order to reduce/eliminate interference with pacing. Patient will continue to be monitored. No patient consequences were reported.